Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump.

Event description:
It was reported that the pump exhibited low pumping. There was no patient involvement with respect to this product problem.